Manufacturer narrative:
Date of the event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. A manufacturer representative tried reprogramming but was unable to cover all the pain areas. As a result, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
It was reported that the patient had their lead explanted and replaced on 19 april 2021. Effective therapy was restored post-op.

Manufacturer narrative:
A patient experienced ineffective simulation was reported to abbott. As a result, the patient's lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.